Event description:
Arrow howes large bore multi-lumen catheter was inserted. Six days later it was noted on chest x-ray that there appeared to be a section of the guidewire remaining. Catheter was removed under fluoroscopy and 20.5cm of guidewire was present at the end of the catheter. Fluoroscopy indicated the guidewire was removed in its entirety.